Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # 01508038 test strips not returned for evaluation. Returned meter evaluated with defect found. On the investigation on 10/5/2017 resulted in defect found; meter displays partial characters. Based on the result of the qc investigation the event was determined to be reportable. Final root cause investigation has been completed: rc-026- meter displays partial characters due to user mechanical stress.

Event description:
Consumer reported complaint for defective lcd. The expected fasting blood glucose test result range is undisclosed. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. During the call on (B)(6) 2017, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 08/31/2017 and open vial date is 2 wks prior to the date of the call. The meter memory was not reviewed for previous test result history. The last digit of the blood result is not being displayed clearly, partial lines on the last digit are not clear. I had customer go into the memory and the 3 digit on the blood results were not clear or were partially displayed.